Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation 1 unit of lot c1755930 of echo-hd-3-20-c was returned opened in its original packaging. Lab evaluation the device involved in the complaint was evaluated in the laboratory on 22 jan 2021. The needle was found to be broken distally. Clarification was requested as follows; ¿the device returned in relation to this complaint pr 314400 has a lot number of c1755930 detailed on the packaging of the device returned (see photos below). However, the lot number detailed in trackwise is c1762401. Please confirm if the lot number for the complaint pr 314400 should be c1755930 and if not, then please clarify what complaint it should be related to.¿. Reply was received as follows; ¿the lot number is c1755930.¿. Document review including IFU review. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1755930 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1755930. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-4). Image review n/a. Root cause review. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the distal part of the needle breaking due to device handling when the needle was outside the patient during the process of removing the specimen. It is likely needle became damaged while expelling the sample and therefore broke off. Summary. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. The tip of the needle was found in the sample pot. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This supplement report is being submitted to amend the medwatch lot # and section d updated to reflect this.

Manufacturer narrative:
1 unit of lot c1755930 of echo-hd-3-20-c was returned opened in its original packaging. The device involved in the complaint was evaluated in the laboratory on 22 jan 2021. The returned device lab findings and observations can be referred through the attached files. Refer the attachments pr 314400_lab evaluation notes, pr 314400_lab_decon evaluation photos, pr 314400_lab_attendees for lab attendance and notes. The needle was found to be broken distally. Clarification was requested as follows; ¿the device returned in relation to this complaint pr 314400 has a lot number of c1755930 detailed on the packaging of the device returned (see photos below). However, the lot number detailed in trackwise is c1762401. Please confirm if the lot number for the complaint pr 314400 should be c1755930 and if not, then please clarify what complaint it should be related to.¿ reply was received as follows; ¿the lot number is c1755930.¿ prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-3-20-c of lot number c1755930 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1755930. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-4). A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the distal part of the needle breaking due to device handling when the needle was outside the patient during the process of removing the specimen. It is likely needle became damaged while expelling the sample and therefore broke off. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. The tip of the needle was found in the sample pot.

Event description:
The device was evaluated on the 22-jan-2021, section d & h updated to reflect this. Lot number was confirmed and amended on the 28-jan-2021, section d has been updated to reflect this. The investigation was concluded on the 02-feb-2021, the investigation conclusions have been updated within section h.

Manufacturer narrative:
510(k) number: k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The notified declares a defect on the product performing a puncture by high-end echo-endoscopy. After having collected the sample in the pot cytorich, while the doctor checked whether the sample in the pot was of good quality, part of the metal end of the needle was broken in the pot with the sample "as per cc form": after performing the puncture of the tumour, the doctor noticed that 1cm of the end of the needle was in the cytorich pot with the loan. He never felt any struggling friction while puncture, he was not in bended position with the endoscope and the procedure was simple. He performed only one puncture. The endoscope in fine and no piece of the needle into the patient. The needle broke at the notch. The patient is fine. I must say that the doctor is used to using the procore needles since many years and it never happened before. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Head of pancréas. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Please describe the size of the intended target site. No information of the size of the tumor. If not with the device in question, how was the procedure performed and/or finished? The doctor has finished with only one puncture. Was the device used in a tortuous position? No. Are images of the device or procedure available? No. Was the device damaged in packaging before removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Olympus gt-uct180. Was the scope recently serviced / repaired? No information about it. Was resistance felt while inserting the device through the scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? When the doctor removed the sample form the needle. Was the syringe used during the procedure, after the stylet was removed? Was difficulty experienced while retracting the needle? No. Was it possible to fully retract before removing the needle from the patient? Yes. Was gaining access to the target site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was puncture of the target site difficult? No. Was the stylet partially removed when advancing into the target site? No. How many samples were obtained with this needle? One. Did any section of the device detach inside the patient? No. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No kink. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device of the leur lock to the scope? No. If the device is a procore, is the kink located distally at the notch / core trap?notch. Is the patient known to be covid-19 positive? No covid.